Event description:
It was reported during a laparoscopic lobectomy procedure, at first, the first and second firing were completed without any problem. At the third firing, staples were malformed. Although another new instrument was used at the fourth firing, staples were malformed too. The procedure was converted to an open thoracotomy and a competitor's device was used to complete the case. The surgeon commented as follows: the device might have been caught on the staple-line which was formed on the same procedure. Additionally, the patient once took lobectomy before this procedure. Additional information being requested.

Manufacturer narrative:
Information anticipated, but unavailable at this time.